Event description:
It was reported that the patient presented with non-capture and junctional escape of approximately 30 beats per minute. It was noted that the patient has twiddlers syndrome. During lead revision, the left ventricular lead was pulled back into the subclavian. The lead was explanted but not replaced due to patient preference and clinical decision. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.